Event description:
Patient went to MRI at 1300. Prior to leaving, temperature was documented at 1200 as 36.9. Upon return from MRI at 1500, temperature was documented as 39.0. Patient was on the prevalon turn and position system during MRI. No apparent injury. Patient monitored.device instructions for use do not indicate that the device cannot be used in the MRI suite. No indications regarding MRI compatability are listed on the device information sheets.